Event description:
The customer reported high blood glucose. Customer stated that she needs to increase insulin because of her pregnancy and treated twice but the blood glucose did not go down. Customer stated that her doctor made changes to her bolus wizard. Customer stated the blood glucose was still high so customer removed the infusion set and cannula was bent. Customer changed the infusion set and verified that insulin exiting the infusion set. Troubleshooting was done. Customer's blood glucose was 320 mg/dl. After troubleshooting, it was found the insulin pump was functioning but the tubing clamp will be sent and customer will call back to run the high pressure test. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).